Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that plunger rod is difficult to move and has to push hard causing pet pain. Verbatim: relion pet owner stated, plunger rod is stiff and difficult to use during injection stated, because he as to push really hard on plunger, its causing his pet pain."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (12) open 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 9231343. Customer states that the plunger rod is difficult to move and has to push hard causing pet pain. All returned syringes were tested and all were able to draw and expel properly without any observed defects. All samples were also able for point geometry, lube, and cannula od. All observations fall within specifications. A review of the device history record was completed for batch #9231343. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200850882, 200850102] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31g 6mm s/c u-100 relion had difficult plunger movement during use. The following was reported by the initial reporter: "it was reported that plunger rod is difficult to move and has to push hard causing pet pain. Verbatim: relion pet owner stated, plunger rod is stiff and difficult to use during injection stated, because he as to push really hard on plunger, its causing his pet pain"